Event description:
Customer complained about having four sensors not functioning properly. Customer explained that two of them could be used only for two days, one lasted one day and the other one was not reading. Customer stated that he inserted a new one in the morning and it is working. No troubleshoot performed as there was no malfunction on current sensor inserted. Blood glucose level 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.